Manufacturer narrative:
Updated information: h6 med dev prob code added a051104.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. The cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. The cause of the issue was not determined without returned product investigation and sufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The impella 5.5 could not be moved or repositioned despite pressing the blue touhy borst. The physician reported the impella alarm indicated that the pump had moved in the left ventricle (lv). During an attempt to reposition the pump, it was found that it could not be moved. The alarm revolved spontaneously and it has not recorders so far. A transthoracic echocardiogram (tte) measurement showed that the pump was positioned 7.3 centimeters (cm) within the lv. The pump was running stably at p9 and was delivering 5.2 liters. The lv appeared to be severely dilated. Close tte monitoring was recommended. The physicians are aware that the pump cannot be repositioned. Two days later, phone contact was made requesting support. The pump again displayed the "pump in lv¿ alarm. The patient had almost no intrinsic cardinal output, with a mean arterial pressure of 51 mmhg. Tte continued to show a position that was too deep at 7.3 cm. After repositioning the patient in bed, the pump automatically re-centered itself and was again delivering 5.2 liters. Repositioning of the pump was not possible. Two days later, a call came in from the medical doctor reporting a red alarm: ¿purge pressure high¿ (purge fluid less than 1 milliliter per hour) and purge pressure greater than 1000 mmhg. The line was checked for kinks and obstructions. A recommendation was made to replace the pump. Recombinant tissue plasminogen activator lysis was also discussed. The patient's outcome at explant was noted as survived. Additional information was received. After consultation with the physicians from the intensive care unit, the pump was not explanted for the above-mentioned issue. No information was unknown as to whether tissue plasminogen activator was used. The pump was discarded after explantation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 medical device problem code a051104 added.